Manufacturer narrative:
As the desktop charger was not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the desktop charger (dtc) connector pin is bent as of (B)(6). There were no out of box failures alleged. A replacement dtc was sent to the patient. Additional information received from the manufacturer representative (rep) on (B)(6) reported that the patient had a heart attack, unrelated to the device or therapy. It was stated that the implantable neurostimulator recharger (insr) screen is blank, and that the patient was having trouble with the insr. Specifically, they were getting an error message and the insr wasn't doing anything. A hard reset was attempted which did not resolve the issue. On (B)(6) it was reported that the patient was in the hospital due to falling and a return of symptoms, and that they are unable to eat. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) provided the patient's weight and stated that the replacement dtc resolved the broken connector pin/return of symptoms issue. No further complications are anticipated.